Event description:
A malfunction on a pump was reported by a caller who noted that the issue occurred after the pump was charging and turned off, then turned back on displaying a malfunction code. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.